Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was planned to be placed at 75mm. Calcification was observed from the aortic annulus to the left ventricular outflow tract (lvot). The short diameter from bulky calcification was 18mm, however significant valve leaflet calcification was present. A pre-implant balloon aortic valvuloplasty (bav) was therefore performed with a 20mm inoue balloon. The valve leaflets were not inflating well during the first bav, therefore a 24mm inoue balloon was pre-inflated to 20mm and a second pre-implant bav was performed. No problems occurred while loading the valve. Upon deployment, infolding was observed.  The infolded valve was removed. Pre-implant bav was re-performed with a 20mm sapien balloon, and a new valve was successfully placed with no further complications. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012050576); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0011993316); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed and the valve did not expand fully. The valve was recaptured. The valve was deployed again and an infold was noted. Per the physician, the patient's calcification contributed to the infold. A procedure delay occurred as a result of the infold. A new valve was loaded onto a new delivery catheter system (dcs) for implant.

Manufacturer narrative:
Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: two static images were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoro valve load inspection was not provided; thus, it is not possible to validate good load. During valve deployment, an infold was evident. The infolded valve was removed and deployed on the sterile field. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Since a fluoro valve load inspection was not provided, it is not possible to rule a misload that could have contributed to the infold. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.